Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that boston scientific technical services (ts) received a call about high out-of-range impedances on the right atrial (ra) lead. Ts suspected a spring connector issue based on the variable daily impedance measurements, which switched between 750 and 2000 ohms. In addition, noise was oversensed, which resulted in inappropriate atrial tachy response (atr) episodes. The device and leads remain in service. No adverse patient effects were reported.